Event description:
Due to rectal cancer and leiomyopata of the uterus pt underwent a low anterior resection of the rectum and sigmoid with hartman's pouch and descending colostomy, total abdominal hysterectomy and (b) salpingooopherectomy, incidental appendectomy and takedown of splenic flexure of the colon and repair of perforation of proximal descending colon. During resection of the sigmoid descending colon the physician used an ethicon ta-55 stapler with 4.8 staples. The stapler was fired and the physician irrigated the rectum with betadine solution and at that time the staples totally came apart. Due to difficulty physician elected to oversew the rectum with interrupted suture. The area was irrigated several times, no leakage identified. Pt was discharged in satisfactory condition with a permanent colostomy.